Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure, however the reported active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device not returned.

Event description:
The affiliate reported via email during a subacromial decompression, the metalclip in front of electrode is fallen down in the shoulder during the op. The procedure was completed with same like product with 120 minute delay. Additional information received via email from the affiliate on 10-26-2017. The breakage occurred during surgery metal plate fell out of ceramic head at tip of electrode. The fragments were retrieved arthroscopically with forceps. Procedure is performed hundreds of times. Patient¿s anatomy was not extreme. Lots of similar incidents have occurred. So far, no. All pieces were retrieved. Patient impact was surgery time was extended.